Event description:
The stapler being used did not fire correctly only sealed midway down the blade, replaced, and used a new one. No harm to the patient.what was the original intended procedure?to staple/seal.device #1is this a laboratory device or laboratory test?no.